Manufacturer narrative:
Film evaluation summary: the reported type ib endoleak could not be confirmed on the films provided, therefore, the cause of the event could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy and post-implant cts around the time of the intervention, but prior to the procedure were not available for a thorough evaluation of the type ib endoleak. Although the cause of the type ib could not be determined, it is possible that disease progression over the years since implantation was a contributing factor to this event, but this could not be confirmed. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Section 6a: year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm . It was reported that a type ib endoleak was identified. Intervention was performed and 3 stents etlw1613c124ee-v30813543, etlw1610c 156ee-v30695461 and etlw1613c156ee-v30816603 were implanted in this sequence to treat the type ib endoleak. No cause was provided and the patient is fine.